Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to erosion. A new icm was implanted. No additional adverse patient adverse patient effects were reported.